Event description:
It was reported that a revision to extend an existing construct was being performed, utilizing the reform pedicle screw system. While attempting to remove a well-fixed lock screw, the tips of two lock-screw torque drivers (39-rd-0060) broke off. The screw was ultimately removed, and the procedure was completed without further issue. There was no patient injury or delay to the procedure because of this issue.

Manufacturer narrative:
H3 device evaluation - both drivers were examined by eye and with the aid of a 5x loop. Both fractures include multiple fracture planes, and the fractures are skewed relative to the drivers' longitudinal axis. Based upon this it is believed that both torsion and bending moments were applied to the drivers as attempts were made to loosen the lock screw. The cause for the failure appears to be related to the applied loading conditions. Review of device history records found (B)(4) pieces of lot 13020ps were released for distribution on 2/24/2017 with no deviation or anomalies. Complaint history review did not identify a trend for reports of this nature for this part number. No corrective actions are recommended at this time. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2021-00024-1 / 00025-1.

Manufacturer narrative:
Patient information - unknown. Date of event - unknown. Occupation - other; sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2021-00024.

Event description:
It was reported that a revision to extend an existing construct was being performed, utilizing the reform pedicle screw system. While attempting to remove a well-fixed lock screw, the tips of two lock-screw torque drivers (39-rd-0060) broke off. The screw was ultimately removed, and the procedure was completed without further issue. There was no patient injury or delay to the procedure because of this issue.